Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause of the event was unknown. On unreported date(s), the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported), vancomycin intravenously (dosage, frequency, and duration not reported), and additional unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis. On an unknown date; peritoneal dialysis therapy was stopped, the peritoneal dialysis catheter was removed, and the patient was switched to hemodialysis therapy. The patient was recovering from the peritonitis. No additional information is available.